Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe symptomatic aortic stenosis underwent an initial transcatheter aortic valve implantation procedure with an evolut r valve implanted in the aortic valve position. During a later evaluation for possible repeat transcatheter aortic valve implantation due to suspected dysfunction of the implanted evolut r bioprosthetic valve, degeneration and stenosis of the implanted valve were identified retrospectively. Computed tomography imaging was used for redo transcatheter aortic valve implantation planning and follow-up computed tomography imaging showed the dysfunctional valve. No confirmed patient anatomical abnormality was identified as a contributing factor. The patient was reported alive with no injury, and the issue remained unresolved at the time of reporting while evaluation for potential repeat transcatheter intervention was ongoing.